Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly fell out of the patient. Reportedly, there was a narrow gap between the stomach wall and the abdominal wall. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the sample returned for evaluation was one 16 fr tri-funnel replacement gastrostomy feeding tube. Visual, functional, and microscopic evaluations were performed of the physical sample. The sample was returned with a longitudinally-aligned c-shaped split in the balloon material. The surrounding material near the split site had a distended shape memory and dark usage discoloration. The observed damage is consistent with a burst due to over-pressurization. Therefore, the investigation is unconfirmed for 2923e - feeding tube dislodged and confirmed for 1074a - balloon ruptured. The investigation indicates that the failure is resulting from balloon rupture, and while a definitive root cause could not be determined based upon available information, procedural issues may have contributed to this event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (Expiry date: 06/2021).

Event description:
It was reported that the catheter allegedly fell out of the patient. Reportedly, there was a narrow gap between the stomach wall and the abdominal wall. There was no reported patient injury.